Event description:
During a lead revision procedure, communication with the implant could not be established. The patient reported that they had not used the implant in over a year and had not charged prior to the procedure. The surgeon decided to replace the implant with a new advanced bionics spinal cord stimulator.